Manufacturer narrative:
Reported event: an event regarding seating/locking issues involving an unknown gmrs extension piece was reported. This event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device is still implanted.

Event description:
It was reported that surgeon attempted to lengthen the patient's left distal femur gmrs mis grower approximately 1 cm. Surgeon unlocked set screw and lengthened the implant. Surgeon was unable to re-lock the set screw. Surgeon used several drivers to be sure the driver was seating, also used a mallet to ensure the driver was all the way seated (head of screw is sunk into the implant, cannot be visualized when seating driver). Surgeon decided to leave the implant lengthened with the set screw not locked. Patient will reportedly require a revision of the implant, date unknown. This added approximately 30 minutes to the expected time for this procedure.

Event description:
It was reported that surgeon attempted to lengthen the patient's left distal femur gmrs mis grower approximately 1 cm. Surgeon unlocked set screw and lengthened the implant. Surgeon was unable to re-lock the set screw. Surgeon used several drivers to be sure the driver was seating, also used a mallet to ensure the driver was all the way seated (head of screw is sunk into the implant, cannot be visualized when seating driver). Surgeon decided to leave the implant lengthened with the set screw not locked. Patient will reportedly require a revision of the implant, date unknown. This added approximately 30 minutes to the expected time for this procedure.

Manufacturer narrative:
Corrected data: date of implant. An event regarding seating/locking issues involving an unknown gmrs extension piece was reported. This event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.